Manufacturer narrative:
The manufacturing location for this product is (B)(4) this site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 18b0781, expiration date: unknown. Manufacture date: unknown. Medical device lot #: 17l1781, expiration date: unknown. Manufacture date: unknown. Medical device lot #: 17h2281, expiration date: unknown. Manufacture date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication couldn't be administered precisely because the bd emerald¿ luer slip syringes contained too much silicone and were slippery. Events happened during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to verify this reported complaint. The photograph did not show an evidence of excess silicon casing slippery surface on the outside of the syringe. The team reviewed the siliconization of barrel in assembly process and confirmed that silicon gun spray is aligned with the center of barrel. Also, process control related to siliconization found within the process limit. No samples were returned in support of this complaint. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: there is chance of silicon spray in the form of mist may disperse at the circumference of syringe as probable cause and it may lead to slippery surface at the outside of the barrel. Cleaning process of machine is followed as per schedule. Also, during the inprocess quality check no such defect was observed. Actual defective samples are not available for further investigation. The defect is not confirmed. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: no.

Event description:
It was reported that medication couldn't be administered precisely because the bd emerald¿ luer slip syringes contained too much silicone and were slippery. Events happened during use. There was no report of exposure, injury, or medical intervention noted.